Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pain due to the rv lead having perforated and resulting in the lead exhibiting loss of sensing and pacing. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b2 attrib to adv event and block h6 evaluation conclusion codes. This supplemental report was created to capture information correction.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pain due to the rv lead having perforated and resulting in the lead exhibiting loss of sensing and pacing. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b2 attrib to adv event and block h6 evaluation conclusion codes. This supplemental report was created to capture information correction.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pain due to the rv lead having perforated and resulting in the lead exhibiting loss of sensing and pacing. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.